Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vision transcatheter aortic valve (serial: (B)(6) was chosen for implantation utilizing a large flexnav delivery system (lot: 10191770). The flexnav was unable to advance through the right femoral artery, causing the flexnav valve capsule to become damaged. The vessel size was greater than 5.5mm and there was no calcification. A replacement 29mm navitor vision (serial: (B)(6) and large flexnav delivery system (lot: 9061754) were used to complete the procedure without issue. There were no reported patient consequences.

Manufacturer narrative:
An event of difficult to advance through patient anatomy and bent on the delivery system was reported. A returned device assessment could not be performed as the device was not returned for analysis. Reportedly, during the procedure, flexnav was unable to advance through the right femoral artery, causing the flexnav valve capsule to become damaged. The system was removed and replaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.